Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent vertebral disk relapse surgery in (B)(6) 2015 and suture was used. Following the procedure, the patient experienced difficult wound healing and/or allergic reaction. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 09/15/2016. Additional information: g5.

Manufacturer narrative:
Product complaint # (B)(4) this MFR #2210968-2016-03867 follow up 1 has been submitted upon request from FDA to submit a missing MFR MDR report. Additional information was requested, and the following was obtained: received email from affiliate with the following information: I am sorry but there is no further information available for this complaint.